Event description:
It was reported that a patient with a 25mm 3000tfx aortic valve implanted 9 years and 10 months, underwent a valve-in-valve procedure due to severe stenosis. Patient presented with nyha class ill heart failure. The procedure was performed with a 29mm 9600tfx aortic transcatheter valve with out complications. Patient transported to the cvicu in stable fashion. Patient was discharge home on pod# 1 there was no indication of early surgical valve failure.

Manufacturer narrative:
Updated sections b5, b7, h6 ( clinical code, device code, type of investigation, investigation findings and investigation conclusions). Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction.

Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. The subject device is not available for evaluation, as it remains implanted in the patient. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a patient with a 25mm 3000tfx aortic valve implanted 9 years and 10 months, underwent a valve-in-valve procedure due to unknown reasons. The procedure was performed with a 29mm 9600tfx aortic transcatheter valve with out complications. There was no indication of early surgical valve failure.

Manufacturer narrative:
Updated: section d4-expiration date, h4, and h6 (component code and type of investigation). The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.